Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging degraded and caused lung cancer an issue related to a CPAP device's. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white dust-like contamination on the top enclosure near the air inlet, potential fluid/water ingress inside the iso (international organization for standardization) port, white dust-like contamination on top of the blower motor and the blower motor seal, potential hairs/fibers contaminate the top of the blower motor wires, potential fluid/water spots on the bottom of the blower motor, indicating potential water ingress, potential brown and white fluid/water spots on the bottom of the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, unknown white contamination in the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust-like contamination, keratin in the base unit and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.